Event description:
The pt/lay user contacted lifescan (lfs) in 2005 alleging high readings on the ultra smart meter. The medical affairs specialist (mas) spoke with the spouse two days later and obtained/verified the following information: one day earlier, the patient woke up in the morning feeling weak, disoriented, shaky and was semi conscious. His spouse tested his blood glucose and received a 105 mg/dl. The spouse contacted emergency services and emt's arrived within 15 minutes. She did not treat her pt because the lfs meter read 105 mg/dl. The patient was taken to the hospital where he received a 30 mg/dl on the hospital device and was treated with IV glucose. She does not remember whether the emt's tested the patient on their device. The patient was in the ER for six hours before being released and the diagnosis was hypoglycemia. The spouse does not remember what her patient's blood glucose was the night before; however mentioned the meter displayed a reading in the mid 100's and the patient had symptoms of low blood glucose. The pt is on an insulin pump and she does not know how much insulin he administers. Spouse was in a hurry and was unable to provide any further clinical information. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips failed twice using the control solution 155, 157 (96-130). Customer care agent (cca) sent the patient a replacement meter and control solution. This case is reported as the meter reading did not reflect hypoglycemic levels the night before the incident and at the time of the incident, and during that course the patient experienced hypoglycemia.